Event description:
It was reported that the device had failed co2 sensor accuracy test. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Stated ¿failed co2 accuracy and calibration¿ issue was partially confirmed. Devices that failed accuracy testing as received then passed after being calibrated in-house. - proximal cause isolated to the (previously performed) manufacturing calibration process. Root cause unknown. - product fi report to be uploaded to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Stated ¿failed co2 accuracy and calibration¿ issue was partially confirmed. Devices that failed accuracy testing as received then passed after being calibrated in-house. Proximal cause isolated to the (previously performed) manufacturing calibration process. Root cause unknown. Product fi report to be uploaded to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed co2 sensor accuracy test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed co2 sensor accuracy test. There was no patient involvement.